Event description:
It was reported that there was something wrong with the patient¿s pump. The healthcare provider (hcp) had been working through diagnosing the cause. It was noted that there were no issues with the patient¿s first pump and it took care of his pain. It was also reported that the patient experienced lumps above and below where the catheter was. Initially, the patient found lumps in his back and did not know what was going on. He noticed a lump prior to the pump replacement in (B)(6) 2013. The patient was sent to interventional radiology and they did an x-ray with fluoroscopy. The radiologist said that there was nothing to worry about and that nothing was wrong. The patient began experiencing symptoms in the beginning of (B)(6). The symptoms were in cycles. The patient experienced extremely cold lower arms, from the elbow down. He was extremely cold like he was in ice, just in his hands up to his elbows. The symptoms were described as starting from the elbow below to his hands. It was like he put his hands in ice for half an hour and took them out. This lasted for a couple of hours. The patient¿s tongue got thick. He got ¿extreme awful anxiety¿. The patient had an episode like that a few hours prior to this report. It was being relieved at the time of this report. The patient stopped getting pain relief ¿before easter time¿. It was affecting him neurologically. The pain was unbearable. He was not used to this pain because the first pump provided relief. The hcp did not know why the symptoms happened or whether they were related to the pump medication. It was noted that the hcp had been weaning the patient down. On the report date, the pump medication was changed. Prior to this change, the patient only had dilaudid. On the report date, they mixed in bupivacaine.

Event description:
It was later reported that the patient was still having concerns with his device or therapy, but was working with his manufacturer representative or doctor. The patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).